Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure had occurred. A quote was sent to the customer for service but later cancelled. No further work provided by philips. The customer cancelled the quote for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.